Event description:
It was reported that the lead was removed due to perforation confirmed through ultrasound.

Manufacturer narrative:
The damage found was sustained during the explant procedure. A lead tip stiffness test was performed and was found within specification.